Manufacturer narrative:
Philips has investigated this complaint. Customer reported that system would not power up. The philips field service engineer (fse) could not confirm the reported issue as the system was working with in specification and the reported issue didn¿t reoccur. No service has been provided from the philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a 'stop' message appeared, and the allura system would not power up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.